Manufacturer narrative:
This report is submitted late due to an internal handoff that has since been addressed through additional staff training and revised procedures. The reported complaint allegation was unknown; therefore, the complaint was investigated using the full set of functional tests. The failure mode identified was: noise test failure as the speaker would not produce sound. The pump does not pass specification. The pump will be transferred to service to undergo servicing. Reference to complaint#: (B)(4).

Event description:
On (B)(6) 2024, the customer reported to intuvie that their pump had "codes" and that they needed to send it in to clear the codes. No patient involvement was reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that the pump displayed "codes." The device was returned for evaluation, and investigation revealed that the speaker was damaged and unable to produce sound. The alleged device failure was confirmed, and the probable cause was determined to be a component-related issue. The issue was successfully resolved by replacing the speaker assembly. Reference to complaint # (B)(4).